Event description:
It was reported that the pt can no longer hear with his ci. He was using the device until 4-5 days ago, then the parents noted no hearing performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.